Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation at all positions. The lead was unable to avoid and maintain lv capture. Additional information indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.